Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7308083 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient was admitted to the intensive care unit (ICU) due to a stroke. The physician could not determine the cause of the stroke and it is unknown if it was device or procedure related.